Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated they have an appointment with hcp ofc on thursday (B)(6) 2026 and hcp ofc told her to contact the local rep to be at her appointment. Patient stated they are having trouble with the controller and having a lot of pain in the leg. Patient stated they are not able to increase the stimulation. Patient stated the ins is in the lower hip. Agent confirmed patient is getting setting not available message on the controller when they try to increase. Agent asked if patient had fall or trauma and patient said no, but they had MRI done 6 months ago and chest xray. Agent reviewed meaning of message and device function. Agent reviewed reps role.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient said scs was on their leg because patient had a severe damage on their leg. The reason for call was last week when patient charged the implant, the ins battery got super hot. Asked if rtm felt hot. Patient said the recharger was a little warm but not excessive, nothing more than it normally got. The charging time was normal, usually charged within 30 minutes. This week the controller could not find the implant battery at all. Patient's husband finally got it to locate the battery last night and it needed to be changed to a different group. Patient's husband had to use the recharger to find the implant. Now it would connect to the implant with the recharger but it would not find it without connecting the paddle to it. On the call had patient use the controller without the recharger. It connected but displayed the message 'settings not available'. Patient was in group a. Had patient try all the groups and the message came up on all groups. Patient mentioned they go quite a bit up on group a because that was where their pain was at the most. Patient denied any falls or trauma. Patient also mentioned they were having kidney issues and the implant was backed by their kidney. The issue was not resolved through troub leshooting. The patient was redirected to their healthcare provider to check the device and assist with settings not available message".